Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose of 543 mg/dl. The customer's current blood glucose was 162 mg/dl. The customer did not experience any symptoms as a result of high blood glucose. Troubleshooting was not done for high blood glucose and under delivery. Auto mode was not applicable during the time of event. Customer stated event occurred due to bent cannula. The insulin pump will not be returned for analysis.